Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, it was noted that there was noise oversensing on the right ventricular (rv) lead. Programming changes were recommended to the clinician. There were no reported patient symptoms.this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).